Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor opened and closed prior to performing an unspecified procedure. Several stones were retrieved and then an attempt was made to retrieve more stones, but the basket would not open and close well. Another ncircle tipless stone extractor was used to complete the procedure. No adverse events have been reported.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is only partially closed. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the basket formation only partially ejects and will not retract back in the basket sheath. The support sheath and basket sheath are still adhered. A visual examination noted the basket sheath is scraped starting at the distal tip and extending 2 mm. There are kinks noted in the basket sheath starting at 8 mm from the distal tip, again at 2 cm, 16 cm, 55 cm, and 60.5 cm from the distal tip of the basket sheath. With the handle in the open position, the basket formation protrudes about 5 mm and the basket formation is flat and will not expand. Most likely, the kinks noted in the basket sheath contributed to the difficulty reported by the customer. The device history record was reviewed and found there were no non-conformances noted that would cause or contribute to the reported failure mode. A review of complaint history revealed that this is the only complaint associated to lot number 8041459. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The returned device was found to be non-functional, with the basket not being able to be fully extended or retracted. Multiple kinks were found in the sheath along its length. The damaged sheath likely was preventing the basket subassembly from freely moving within the sheath. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The cause of the observed damage is unknown. The definitive root cause of the reported event is not able to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.